Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported reflux was not available during a cataract procedure. After a few minutes the doctor remembered that to advance to reflux mode he had to hold the foot pedal down. The case was completed with the same equipment and accessory. There was no harm to the pt.